Event description:
It was reported the patient had inadequate pain relief. Reprogramming occurred as an intervention on (B)(6) 2014. Diagnostic methods included examination and palpation with results of appropriate pain relief. The stimulator had not helped her leg pain since her spinal fusion in december. The severity was mild and they recovered without sequelae on (B)(6) 2014. Additional information reported the stimulator lost its effectiveness after they had a spinal fusion.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).